Event description:
The reporter stated the surgeon implanted an aq2010v three piece silicone lens. The elastimide loop (s) broke, leading to dislocation of the lens. The lens was explanted. Further info has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.

Manufacturer narrative:
(B)(4). Conclusion: (no conclusion can be drawn): based on the complaint history, a specific root cause of this event could not be determined. #(B)(4).